Manufacturer narrative:
The company representative was able to resolve the issue remotely with the customer (via phone fix). The representative recommended the pressure adjustment be changed. After this adjustment was made, the system began to function as expected. However, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The nonconformance was determined to be unrelated to the reported event. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console did not enable infusion and fluid/air exchange upon powering on the device and installing the cassette. The device had no nitrogen pressure. Procedure details and any potential patient impact were not reported. Additional information has been requested, but no response has been received to date. Additional information was received and indicated that the surgery was completed on the same day and event occurrent before the procedure. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).